Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is currently unknown. Associated products: medical product: hip-cpt-stems-unk, catalog #: unknown, lot #: unknown . Medical product: hip-tm-cup-unk, catalog #: unknown, lot #: unknown. Medical product: unk-hip-liner, catalog #: unknown, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2018. Subsequently, the patient was revised for infection on (B)(6) 2021. First stage revision has occurred.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6), 2018. Subsequently, the patient was revised for infection on (B)(6), 2021. First stage revision has occurred.

Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review the manufacturing history and the complaint history were not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.